Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported experiencing atrial tachycardia and atrial fibrillation being caused by far r over sensing. Electrograms have now been activated, the patient would continue to be monitored.